Event description:
It was reported that approximately 7 years and 6 months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed the valve failed due to an unspecified reason with a flow rate of 4 meters per second, and the patient experienced symptoms. Subsequently, a computed tomography (CT) scan and transcatheter aortic valve-in-transcatheter aortic valve replacement procedure were scheduled. Additional information was received that the failure was due to valve leaflet calcification. Stenosis and trivial aortic regurgitation were noted.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 6 months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed the valve failed due to an unspecified reason with a flow rate of 4 meters per second, and the patient experienced symptoms. Subsequently, a computed tomography (CT) scan and transcatheter aortic valve-in-transcatheter aortic valve replacement procedure were scheduled.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.